Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had an increase in flows and powers and was placed on a heparin bridge. It was said that the patient was a new short-to shield as of oct2025 (cs-219492) and was not initially placed on ungrounded cable. The patient was placed on ungrounded cable and log files were submitted for review. The log file recorded periods of multiple pi events, some associated with power elevations. There were speed reductions recorded while connected to power module power.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed elevations in pump power and flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file contained events from 29dec2025 ¿ 20jan2026. Elevations in power and flow were observed from 08jan2026 ¿ 09jan2026, and from 19jan2026 ¿ 20jan2026. Of note, the majority of these elevations were associated with pulsatility index (pi) events. No other notable events or alarms were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number vad-19867, with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU addresses pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 explains that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up to the fixed speed setpoint. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for pi changes include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6 of the IFU (under ¿pump performance monitoring¿) explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's onset of short to shield is reported under MFR #: 2916596-2025-07466.